Manufacturer narrative:
Only adverse event should be checked. Additional information was received that it was noted that there was no pocket pain. The swelling was resolved.

Event description:
A report was received that the recently implanted patient was having difficulty charging the ipg and the patient was experiencing swelling and pocket pain. The physician drained some fluid at the pocket site and after doing so, the patient was able to charge the ipg. Upon follow up the patient later reported that she could not charge the ipg. The physician drained additional fluid from the ipg site and the patient was reprogrammed.

Event description:
A report was received that the patient's ipg was not holding charge and was having pain at the pocket site. It was noted that the patient was recently implanted and the pocket site was still swollen. The physician drained a fluid off of the pocket site. The patient was doing well.

Event description:
A report was received that the recently implanted patient was having difficulty charging the ipg and the patient was experiencing swelling and pocket pain. The physician drained some fluid at the pocket site and after doing so, the patient was able to charge the ipg. Upon follow up, the patient later reported that she could not charge the ipg. The physician drained additional fluid from the ipg site and the patient was reprogrammed.